Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Visual inspection of the photographs can confirm the cracked condition depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history review: the applicable device history records (dhrs) were reviewed by the supplier and no discrepancies were discovered.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: although distributed by depuy synthes joint reconstruction, product is designed, manufactured and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The complaint sample was not received for evaluation and the reported event is non-verifiable. However, surgical instruments are susceptible to wear and tear, and therefore should be checked for defects before use. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. If the complaint sample is received, it will be evaluated and the complaint record will be updated accordingly. The supplier will continue to monitor for trends. Device history review: the applicable device history records (dhrs) were reviewed by the supplier and no discrepancies were discovered.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plastic knob on top of sizer cracked. Did the event occur during sterile processing? Yes. Did the event occur during field inspection? Yes.